Event description:
During a supraventricular tachycardia voxel procedure, display issues resulted in a procedural delay. The map shifted noticeably without patient movement. The case was restarted twice and remapped, and the metal baseline was reset. The procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, a2, a3a, a4, g3, h2.

Event description:
This report includes patient information.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The case study and log files were provided for review. The provided files were reviewed, and it was determined that the root cause was manual user reset of the prs-p after they were flagged for movement. Following reset of the prs-p, the expected behavior is that both voxels and magnetic positional reference are reset. No software anomaly was found.